Event description:
It was reported that the patient presented in clinic for a follow up, several vt/vf episodes were observed. The vt/vf episodes were non-sustained and converted on their own. The dates displayed on the episodes were in the extreme past and in the future. The diagnostics were cleared and the device will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.